Event description:
One endeavor sprint drug eluting stent was implanted in the 2nd obtuse marginal. Approximately 20 months post the index procedure the patient suffered a myocardial infarction (mi) and a revascularization was carried out. The investigator has indicated the mi event was not related to the study device and the patient recovered with sequelae.

Event description:
Clinical events committee arc adjudicated that stent thrombosis occurred approximately 20 months post index procedure, on the same day as the previously reported mi.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (stent thrombosis).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (mi and tvr). (B)(4).

Event description:
It was confirmed that the previously reported revascularization occurred in a non-target vessel.